Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating the spo2 desat alarms are not alarming as expected. Between 15 may and 17 may, intermittently the spo2 values on the monitor for bed ed25 dropped below the desat limit, and the values exceeds the 20 second delay times, but the desat alarm does not generate. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.